Event description:
It was reported that the patient was implanted with extensions and the ins at the end of the case and an impedance test was performed. An impedance value of 40,000 ohms was seen on contacts 8-15. A new extension was opened and connected with the same results. The right channel extension was inserted into the left channel, which was contacts 0-7, and the impedances were within normal range, so it was believed that it was the ins that was faulty. The ins was replaced and all impedance tests came back normal, so the patient was closed up. It was reported that all impedance tests were done with the ins in the pocket, the patient had no injury, and the patient was unaffected. It was later noted that a 2x4 lead configuration was used on the first ins. For a 2x4 lead configuration the 0-3 and 8-11 electrodes are the only active electrodes. A device interrogation showed that the ins was programmed with active electrodes 0-3 and 4-7, so it was expected that the 4-7 electrodes would generate an open circuit.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found no anomaly.